Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
Cq technician notified cq service via email that this device was suspected of bacterial contamination and submitted pictures for review. Cq epidemiologist and director of operations recommended that the device be sent in for internal water pathway replacement due to the brown discoloration of the internal tubing. This issue was identified on 04/26/2023, no patient involvement was reported.

Event description:
Cq technician notified cq service via email that this device was suspected of bacterial contamination and submitted pictures for review. Cq epidemiologist and director of operations recommended that the device be sent in for internal water pathway replacement due to the brown discoloration of the internal tubing. This issue was identified on (B)(6) 2023, no patient involvement was reported.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on 04/27/23. As of the date of this report, there has been no response to the recommendation. A follow-up will be filed if any additional information or information that corrects this report is obtained.